Manufacturer narrative:
Additional information from section e phone number: (B)(6). The manufacturer's investigation is ongoing, and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in germany, edwards received notification of a 56 mm evoque procedure. The valve interacts with conduction system. On post operative day (pod) 3,the patient experienced a complete (third-degree) av block and on pod 6 a permanent pacemaker (ppm) was implanted. The patient was in stable condition. The evoque valve was in the correct position. According to medical opinion, the perceived root cause was that the right ventricle appeared smaller on echocardiography after implantation; therefore, the hcp suspected that greater oversizing applied increased pressure on the av node.